Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the internal carotid artery. The 4.0x30mm rx viatrac plus balloon dilatation catheter (bdc) was advanced to the target lesion and inflated once to 10 atmospheres, the balloon ruptured. The bdc was removed and the procedure completed using another same size balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a lesion in the internal carotid artery. The 4.0x30mm rx viatrac plus balloon dilatation catheter (bdc) was advanced to the target lesion and inflated once to 10 atmospheres, the balloon ruptured. The bdc was removed and the procedure completed using another same size balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the patient¿s challenging anatomy and/or accessory device such that the balloon became damaged (scratched) and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.